Event description:
It was reported that the patient experienced dizziness. The patient suspected the implantable pulse generator (ipg) of not working. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implant date: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.